Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console shut down during a surgery. The console was rebooted with resolve and the surgery was completed. There was no report of any patient harm.

Manufacturer narrative:
The company service representative examined the system, confirmed and replicated the reported event. It cannot be determined conclusively how this component became nonconforming. It was noted that the customer purchased a new system. Therefore, no further servicing was done and no parts were replaced. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event can be attributed to the nonconforming host module. It cannot be determined conclusively how this component became nonconforming. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).